Manufacturer narrative:
If additional information is received, a supplemental report will be provided.

Event description:
It was reported that this left ventricular (lv) lead showed high, out of range pacing impedances for most part of the year. The value is consistently high. The lv lead sensing had been programmed off. There were no related cases to say why these changes were made. Boston scientific technical services discussed with the caller design characteristics and mentioned the possibility an issue through conductors due to the impedance measurement behavior. No changes were recommended at this time as it was unknown why the device had been programmed the way it was in the past. The lv lead remains in service at this time. No adverse patient effects were reported.